Event description:
Customer reported not able to test blood glucose due to delivery issue with their meter. Customer reported experiencing symptoms of light headache and blurred vision. Customer stated she went to pomona valley hosp where she was diagnosed with hyperglycemia and dehydration and treated with insulin and IV solution.

Manufacturer narrative:
This is a final report as the event is related to a delivery issue and no product is expected to be returned. There is no record/history of any previous meter order through adc from this customer. A meter has been delivered to the customer.